Event description:
As reported, the balloon test was performed on a 6/7f mynx control vascular closure device (vcd) as instructed, without incident. Upon introducing the device into the introducer, the tip opened, exposing the sealant and preventing the doctor from reintroducing it. The tip had a sponge-like shape, like a small broom. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).